Event description:
Reportedly a 3.0x12 mm graftmaster failed to cross to treat a perforation located in a saphenous vein graft (svg) to the obtuse marginal (om) branch which was extremely calcified. The perforation reportedly occurred while placing an unknown 3.5 x18 mm bare metal stent to treat a lesion located in the svg to om branch. Two 3.0x16 mm graftmasters were placed and sealed the area of the perforation where they were implanted, however, the length of the perforation was longer than the combined length of the two graftmasters and the site did not have any other graftmasters available to treat the patient so the perforation continued to bleed. The patient died later that day although the cause of death is unknown at this time. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The graftmaster remains in the patients body. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The 3.0x12 mm graftmaster and the first 3.0x16 mm graftmaster are each being filed under separate MFR numbers.

Event description:
Subsequent to the previously filed medwatch additional information was received stating that the patient presented to the cath lab initially with chest pain and anemia. Post procedure the patient reportedly died from the combination of a retroperitoneal bleed and anemia. The retroperitoneal bleed was treated with pressure only. No closure device was used. The perforation needed three graftmasters for treatment, however, the site only had three available and while two were successfully implanted, the third one failed to cross. The remainder of the perforation was then treated with prolonged balloon inflations and surgery was considered, however, the patient was deemed 'too high risk'. After prolonged balloon inflations, the perforation was sealed and the patient was sent to the ICU; however, the patient was brought back to the cath lab because they were experiencing a retroperitoneal bleed which the site tried to treat with additional pressure. However, the patient ultimately died from the bleed.

Manufacturer narrative:
(B)(4). Death is a known adverse event as listed in the graftmaster otw instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.